Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4); product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and cervical radiculopathy. It was reported that the patient experienced worsening pain at the lead insertion site/lumbar site, greater than two weeks following the lead revision surgery. No action was taken. Etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure. The outcome was reported as ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of a clinical study reporting that no action was taken yet and the outcome was outgoing as of (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional info received show that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or si or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. It has been determined that the lead revision surgery was previously reported in regulatory report #3004209178-2017-13332. All future updates regarding the surgery will be sent in that report. If information is provided in the future, a supplemental report will be issued.